Manufacturer narrative:
(B)(4). Lead model 39286-65 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; extension model 3708140 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; extension model 3708140 serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced burning at the pocket while charging, so the device was replaced. There was no patient injury.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37743 lot# serial# (B)(4), product type programmer, patient. Analysis results for neurostimulator model 37712 serial# (B)(4) showed no anomalies.